Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s ref# (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At an unknown phase of the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed several times to remove an unspecified amount of fluid from the pericardium. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 10/9/2018, additional information about the patient and event were received. It was reported that a female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed several times to remove an unspecified amount of fluid from the pericardium. Extended hospitalization of 5 days was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Transseptal puncture was performed with a heartspan transseptal needle. The generator parameters re unknown. The overall time for ablation was 23minutes. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is unknown. The shaft proximity interference (spi) value is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. It was not zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. The parameters for stability used with the visitag module were 3mm, 2.5seconds. The additional filter used with the visitag was respiration. The color option used prospectively was ablation index. Additionally, it was reported the complaint device is no longer available for return. Manufacturer¿s ref # (B)(4).